Manufacturer narrative:
On 01/06/2016, isi received medwatch report mw5058494 from the FDA with the following event details: the procedure was an elective total laparoscopic hysterectomy, bilateral salpingo-oophorectomy with da vinci assistance, and possible laparotomy. Following specimen removal transvaginally the da vinci robotic system suffered a series of faults. Troubleshooting of faults was overridden several times resulting in a system override. Intuitive surgical was called by the circulating nurse, instructions were provided to shut the system down and reboot which was performed twice and the fault was unrecoverable. At this point, the physician could not proceed any further. The device was undocked and physician decided to close the vagina transvaginally. Based on the additional information, isi has determined that the reported event remains reportable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received and evaluated left master tool manipulator (mtml). Failure analysis was able to duplicate the system error code 212 experienced by the customer during functional testing of the mtml. The system alarms (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the customer experienced system error code 205 and system error code 212. With the assistance of an intuitive surgical, inc. (Isi) technical support engineer (tse) the site reseated the sterile adapter and instrument installed on patient side manipulator (psm) arm 2; however, the issue recurred. The tse then instructed the customer to remove all of the installed instruments, cycle the system's breaker and perform an emergency power off; however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure using traditional laparoscopic techniques. No patient harm, adverse outcome or injury was reported. The field investigation performed by the isi technical field specialist (tfs) found that system error code 205 and system error code 212 experienced by the customer was associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside of the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The tfs replaced the mtml to repair the system.